Event description:
During blood transfusion nurse found saline and blood leaking from the top of the filter chamber of the blood tubing. Blood was stopped and tubing discontinued. Tubing was evaluated by clinical engineering who confirmed the tubing leaked at the top of the filter chamber.